Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open reduction and internal fixation olecranon, there was a possible infection and fluid was obtained for cultures. Patient returned to the operating room for irrigation and debridement of olecranon.